Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow-up on (B)(6) 2016, computed tomography revealed a possible type 3b or 3a endoleak. The images indicated what appeared to be a graft tear, but during the repair on (B)(6) 2016, the physician stated that it was a complete component separation. Physician implanted an infrarenal aortic extension to correct the issue.